Event description:
(B)(4) has received an attorney letter that alleged that a pt was injured from a wheelchair that was allegedly distributed by (B)(4). It is alleged that the "seat" portion of the wheelchair collapsed and/or became unhinged, causing the pt to fall and sustain serious injuries. (B)(4) has contacted the attorney office for detailed info on the product and incident; however, no additional info has been provided. We do not have any info on the product model number and serial number. Therefore, we are not able to identify the distributor and manufacturer of the alleged product at this time. This MDR report is based on the attorney letter.